Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the flow sensor assembly and provided the current revision of the service manual. The root cause was identified to be the defective u1 on the air flow sensor pcba. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the average air reads 1.2 with flow set to 0. The customer reported that the system was no in use on a patient at the time of the event.